Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned cuffed tracheostomy tube was received for evaluation. Visual inspection showed no anomalies. An inflation/deflation test was conducted using 15cc of air which was applied to the cuff using a syringe. The cuff was observed to inflate. The sample was inflated 24 hours according to testing procedures. Deflation of the cuff was not observed. The reported "cuff won't inflate" issue was not confirmed.

Event description:
A report received that a home-care patient's tracheostomy tube's cuff did not properly inflate. The cannula was first placed into the patient on (B)(6) 2014. The reporting physician was required to change the cannula, due to "the rupture of the balloon". There were no patient injuries or harm reported.